Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
A perforation and pericardial effusion (pe) occurred. The procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the transseptal puncture was noted to be performed in a non-ideal location (a small tear at the aorta near the intra atrium septum was identified) due the thin section of the fosa ovalis was too short, and the physicians did not want to puncture on a thick section of the intra atrial septum. After the transseptal puncture, the transesophageal echocardiogram (tee) operator noticed a pe accumulating at the bottom of the left ventricle. The procedure was halted to monitor the pe through tee. Once the pe began increasing in volume, the physician cancelled the procedure and then sent the patient to the operating room (or) to patch the puncture. The patient came out of the or stable, expected to fully recover and it was later discharged. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drugs at the time. It was reported that the user experienced challenges positioning the versacross dilator on the septum due to the fossa ovalis being very short, causing it to be difficult to see tenting on the short axis/bicaval view. The physician does not believe the versacross rf wire nor dilator contributed to the ae. No other issues were reported.